Event description:
There is poor range of motion and "major pain" after total knee replacement, according to patient, since initial surgery in (B)(6) 2011. Patient under went manupulation under anesthesia in (B)(6) 2011.

Manufacturer narrative:
Review of the device history record shows no issues. The affected product was not available for return; therefore, no dimensional inspection was completed. Per the corrective action request, segmentation and alignment of the femur are acceptable per quality standards for the segmentation and alignment processes. The following actions were taken to investigate the reported issue: 1. The team requested the pre-operative surgical plans and post-operative images in an effort to further investigate the case, but no information was available. 2. The investigating engineer replicated the alignment with the reported degrees of rotation in an effort to reproduce what was reported in the complaint and compare it to the original alignment; there was no comparison, as the degree of error reported in the complaint did not reflect the original design of the femoral cutting block. 3. The investigating engineer forwarded the design files to manufacturing to remake the cutting blocks and bone models for the reported case. The samples were made and reviewed; no observations were found after review.